Event description:
During the set up for a procedure the laser aimer fell off a 9600 c-arm x-ray device coming to rest on the floor. Everyone in the room was busy doing other things and no one saw the laser aimer fall. The procedure proceeded without the laser aimer, the lack of the laser aimer did not impact the procedure.